Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the surgeon placed the mayfield modified skull clamp (a1059) on the patient, but when applying the pressure screw, the ratchet seemed to slip. The surgeon decided to switch out the skull clamp as a precaution. There was no patient injury.